Event description:
Handpiece head overheated during a restoration procedure on tooth #3 and patient receive a minor burn injury to their lower right lip resulting in blistering with swelling. Patient went to urgent care on the day of the injury and received a prescription for augmentin. Patient is reported to be healing as expected without need for further medical treatment.